Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the level sensor was not recognized by the s5 system during a procedure. Upon start up, an alarm symbol briefly appeared. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A service order was opened to dispatch a field service representative on site to investigate, but after having spoken to biomed they could not locate information regarding this issue. Perfusionist has been using this unit and no issues have come up. For that reason the service order was cancelled. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the customer worked with the s5-system until now without having further issues with the level monitoring system, a root cause could not be determined and no corrective actions were identified. Device not returned.